Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while glucose readings continued on the dexcom app, consistent with an intermittent communication failure involving the device¿s electrical/magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 sensor and the ilet, aligned with intermittent communication failure and implicating the device¿s electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.